Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device was returned and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Data is invalid message for lead impedance trends, cardiac compass and rate histograms consistent with a bit flip. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited invalid data due to a memory bit flip, which resulted from the patient radiation therapy. The memory error was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.